Event description:
It was reported the impression post became broken while placing the implant at tooth #29. It was replaced with another one during the same procedure.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimviequality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.